Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed a ¿possible update failure,¿ the app screen was blank, and the device entered a restart state characterized by a persistent bootloader screen while on the charger and powering off when removed, consistent with a power-on failure and screen unresponsive condition likely related to internal hardware. Symptoms included no adverse clinical effects and a recorded blood glucose of 135 mg/dl. Outcomes included transition to backup therapy and shipment of a replacement device. Investigation included remote review of device behavior and consultation with failure investigation personnel to assess bootloader lock and charging behavior. Investigation of this device did not revealed findings consistent with a hardware-related fault causing the device to remain in bootloader and fail to power on, for which the unit should be returned. It was concluded, based on previously established findings for similar reports, that the cause was not a hardware malfunction leading to unsuccessful restart and unresponsive display.